Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned through its the implant patient registry that a second device, a 26mm sapien, was implanted in the aortic position using a valve-in-valve procedure to correct a failing 25mm aortic pericardial valve. The implant duration of the 25mm pericardial valve at the time of the procedure was approximately six (6) years and four (4) months. Through follow up with the health care provider, it was learned the 25mm pericardial valve was stenotic with a low ejection fraction. Both devices remains implanted. Patient was taken to cvcc in stable condition.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis and low ejection fraction remain indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.